Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a procedure, during the twin fix ultra anchor placement process, one anchor bolt developed cracks and deformation. The anchor bolt body was damaged, causing the small metal piece at the head of the anchor bolt inserter to fall off. The anchor bolt was scrapped. The patient returned to the hospital on (B)(6), 2024 as instructed for suture removal and follow-up examination. The recovery was good, and during the left shoulder joint MRI examination, there was a metal artifact in the left shoulder joint. The x-ray examination showed a 2mm high-density shadow in the soft tissue near the left acromion, which was a small metal fragment at the front end of the anchor insertion device during surgery. The patient returned to the hospital on (B)(6), 2025, for left shoulder joint function evaluation. The left shoulder joint function recovered well after surgery, and there were no local skin redness, swelling, nodules or other reactions. On the same day, a left shoulder x-ray examination was performed again, and the size and position of the metal free body showed no significant changes compared to before.

Manufacturer narrative:
H11: h2: additional and corrected information in b5 and h6: health effect - impact code.

Event description:
It was reported that during a procedure, during the twin fix ultra anchor placement process, one anchor bolt developed cracks and deformation. The anchor bolt body was damaged, causing the small metal piece at the head of the anchor bolt inserter to fall off. The anchor bolt was scrapped. The patient returned to the hospital on october 30, 2024, as instructed for suture removal and follow-up examination. The recovery was good, and during the left shoulder joint MRI examination, there was a metal artifact in the left shoulder joint. The x-ray examination showed a 2mm high-density shadow in the soft tissue near the left acromion, which was a small metal fragment at the front end of the anchor insertion device during surgery. The patient returned to the hospital on may 16, 2025, for left shoulder joint function evaluation. The fragment was still retained in the patient. The left shoulder joint function recovered well after surgery, and there was no local skin redness, swelling, nodules or other reactions. On the same day, a left shoulder x-ray examination was performed again, and the size and position of the metal free body showed no significant changes compared to before.